Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Exchanged a poly insert on a total knee replacement.

Manufacturer narrative:
An event regarding unspecified revision surgery involving a triathlon insert was reported. The event was not confirmed. Device history review: DHR review of the potential lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the potential lot identified. Conclusion: revision surgery took place whereby the reported insert was exchanged for unspecified reasons. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Exchanged a poly insert on a total knee replacement.